Event description:
Event description guidant received information that this atrial lead had fluctuating and elevated lead impedance measurements, from 600 ohms to greater than 2500 ohms, one month after implant. The lead was thought to be fractured and was explanted.